Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 918 mcg/day currently via the implanted pump. The patient¿s new medication was lioresal 2000 mcg/ml at 500 mcg/day. It was reported the rep was at a normal elective replacement indicator (eri) replacement case on (B)(6) 2020. It was noted the rep was doing a back table prime on the new pump, when the healthcare provider (hcp) opened up the pump pocket and went to take the catheter off of the existing pump and the catheter began disintegrating. The surgeon, then wanted to look at the anchor site. At the distal portion of the anchor site, the hcp said that the catheter was "broken there" too. The hcp then asked for the rep to hand him the 8596sc to attach to the distal 8709 portion. The hcp clamped the 8709 and thought drug was still in the distal portion of the catheter. The hcp was unable to successfully aspirate once the 8596sc and 8709 were attached. The rep stated the hcp sutured the 8596sc and 8709 down to the fascia and closed the patient up without successfully aspirating from the catheter access port (cap). The patient then was admitted for overnight. The patient went home on (B)(6) 2020, but then showed up to the emergency room (ER) on (B)(6) 2020 with a fever of 101 degrees and had rebound spasticity and experiencing discomfort. The rep was asking what else they could have done at the case on (B)(6) 2020. The managing physician was consulted on (B)(6) 2020 to discuss dosing, for they had assumed the patient was likely getting subcutaneous gablofen for some time since the catheter was not patent at the replacement case. The patient never had symptoms that the catheter was not patent prior to the surgery. The managing physician decided to drop the infusion rate from 918 mcg/day to 500 mcg/day. It was discussed that this may have had an effect on the patient since the patient had been getting drug since 10:00am-11:00am on (B)(6) 2020 based off flow rate calculations and catheter volume of 0.196 ml. The emergency withdrawal procedure guidelines for lioresal was sent to the rep. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. The evaluation code method has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-mar-18. It was reported that the patient had not taken their oral baclofen as instructed by the physician. The physician met the patient in the hospital and determined the symptoms were not initially related to baclofen withdrawal. The patient was monitored and treated for possible surgical infection and imaging was performed for catheter consistency. Dosing was increased and the symptoms had since subsided. The patient was scheduled for a refill in (B)(6) 2020 and the office spoke with the patient on (B)(6) 2020. Additional information was received from a manufacturing representative on 2020-mar-31. Regarding the report the patient went home on (B)(6) 2020, but then showed up to the emergency room (ER) on (B)(6) 2020 with a fever of 101 degrees and had rebound spasticity and was experiencing discomfort and the report the hcp had assumed the patient was likely getting subcutaneous gablofen for some time since the catheter was not patent at the replacement case, the rep was asked if there was a device issue, patient/therapy issue, procedure issue, etc. And to provide the cause of the patient's fever. The rep stated this information was unknown. The managing physician thought it may be surgically related, or due to a reduction in the baclofen dose. A computerized tomography scan (CT) was performed, however, the results were not provided. Regarding the report the catheter was damaged and disintegrating, the cause of the issue was provided as age. Regarding the cause of the inability to successfully aspirate once the 8596sc and 8709 were attached, the rep stated the surgeon did not aspirate once connected. Of note, this information is conflicting. It was reported that it had been determined csf (cerebrospinal fluid) was leaking around distal catheter entry point into the spine after disruption due to repair. A blood patch was done by the replacement surgeon after admission to the hospital and device dose was gradually increased until the patient was asymptomatic and back to baseline spasticity prior to surgery. The issue had been resolved. The patient's outcome was provided as "good." The explanted catheter portion had been disposed of, therefore, it would not be returned for analysis. It was confirmed there was no infection. It was reported the information provided had been confirmed with the physician/account.